Manufacturer narrative:
The reported events of loss of capture and loss of sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies.

Event description:
During an implant procedure, loss of capture and loss of sensing were observed on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.